Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. Visual and tactile analysis found a break at 31cm distal to the distal end of the strain relief along the shaft of the device and multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Microscopic analysis found that there was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Examination of the hypotube shaft identified multiple hypotube kinks and a break at 31cm distal to the distal end of the strain relief along the length of the hypotube shaft. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 17-jan-2024. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube break.